Event description:
A webform complaint was received in which it was reported a customer received sensor related error messages "sensor ended/scan again in 10 minutes" on the adc device and was unable to obtain readings. As a result, the customer perceived themselves being hypoglycemic and being incoherent and was able to self-treat (unspecified treatment) but subsequently was in contact with a healthcare professional (hcp) who obtained a blood scan result of 45 mg/dl on their hcp-meter. The customer was treated with juice, sugar, food for a diagnosis of hypoglycemia. There were no reports of additional medication or treatment being provided to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.